Event description:
Noise had been observed on the ECG's from the epicardial sense pace leads once or twice. Although the source of the noise had never been determined, on 12/12/96, the physician elected to cap and replace the MFR's sense pace leads.